Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into an annulus with a perimeter of 84.5 millimeter (mm) and root calcification, the valve was loaded one time before use and the load was confirmed via visual, tactile and fluoroscopy. No misload was noted. The target implant depth was 2-3. The valve moved towards the ventricle during deployment and it was determined that the valve was too deep. Of note, an attempt was made to use the cuspal overlap technique and an attempt was made to align the commissures. The valve was recaptured once and showed an infold. An overlap to node 3.5 was noted. Per the physician, the root calcification may have contributed to the infold. The valve and delivery catheter system (dcs) was removed and a new valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evolutfx-34, serial/lot #: (B)(6), ubd: 08-aug-2023, UDI#: (B)(4) this regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the device was received inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. The inflow exhibited a kidney-shaped appearance suggestive of a possible infold. All leaflets were flexible and appeared intact. All leaflets exhibited signs of creases; conditions possibly resulting from the crimping and recapturing process. As received, leaflets 2 and 3 were in a partially closed position while leaflet 1 appeared partially open. All commissures appeared intact. The valve was submerged in warm saline; valve reset to original condition. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no frame anomalies were observed. At this point, the valve was recaptured and appeared to retract without issues or anomalies. The valve was subsequently fully deployed and appeared to exhibit a complete dilation; no anomalies were noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Four media files were provided for review. The patient summary was not provided for anatomical review. One media file of the valve inspection was provided for review, and it is a good load with an overlap involving only 1.5 nodes. During the first deployment attempt, the depth of the bioprosthesis appears to be approximately 7 mm at the non-coronary cusp (ncc), and a recapture was warranted. During the second deployment attempt, an infold can be seen at 80%. At this time, the valve was recaptured, withdrawn from the body. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, and removed from the body. New sterile components must be used. Infolding events are typically related to patient anatomical factors (such as calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, or bicuspid valve) and/or procedural factors (such as pre-case planning, sizing, loading, or user technique). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Neither pre-implant nor post- implant balloon dilatations were reported. It was reported that root calcification was a contributing factor to the infold. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.